Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device had a cracked top case (under tube holder). During syringe testing and check calibration verification on both quality control slugs, the reported problem could not be duplicated. Syringe size was in range when verifying with both quality control slugs. The root cause of the issue could not be determined as no physical damage or contamination was found on barrel clamp assembly or size pot. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that the device was not showing correct syringe. No patient injury was reported.